Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/16/2015 with the following findings: there was no evidence of a power issue found in the black box data. The pump was unable to power on with use of the returned battery cap: the reported issue was duplicated. The contact spring and hub of the returned battery cap were observed to be missing; this device failure directly caused the reported issue. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-related events were observed. The pump was able to power on with the test battery cap installed. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked from the thread area to the case seal. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display. In addition, it was reported that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.